Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving infumorph [21.3 mg/ml] at a dose of 8.9 mg/day and sufentanil [7.2 mcg/ml] at a dose of 3.02 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient called the hcp reporting severe pain at a location in the back where the catheter tip was. The hcp ordered imaging studies and reported a ¿classic granuloma¿ at the site of the catheter tip. The date of the event was indicated to be (B)(6) 2017. The combination of morphine and sufenta in the pump (morphine [21.3 mg/ml] at a dose of 8.9 mg/day and sufenta [7.2 mcg/ml] at a dose of 3.02 mcg/day) was listed as environmental/external/patient factors that may have led or contributed to the issue. Diagnostics performed included the hcp getting imaging on monday (B)(6) 2017. It was indicated that at the time of the report the issue was not resolved but the patient was scheduled for surgery for (B)(6) 2017. It was also indicated that surgical intervention had occurred (note this is conflicting with the report that the surgery was scheduled) and described that the hcp was keeping the current catheter in the intrathecal space but was pulling the catheter down two vertebral bodies. The patient medical history included a history of several spine surgeries. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of pain, a granuloma, and that surgical intervention was scheduled). No further complications were reported or anticipated.